Manufacturer narrative:
Result: visual inspection of the returned product found the lens optic torn and a piece torn off and missing. The product was returned dry in case. There was evidence of clear surgical residue. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Claim #(B)(4).

Manufacturer narrative:
Diopter: +13.50. Collamer®ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. Device evaluated by manufacturer? No. Lens not returned. Evaluation method: lens work order search. Evaluation results: a lens work order search was performed and no similar complaint was found. (B)(4).

Event description:
The reporter stated the surgeon implanted a aq2010v +13.5 diopter three piece silicone lens in the patient's right eye. There was a capsule tear and vitrectomy was performed prior to this lens insertion. After the lens was inserted the surgeon decided it was not going to work for this patient. The lens was cut to remove from eye. A non-staar lens was implanted. No device malfunction reported. Cause of this event was due to patient issues.

Manufacturer narrative:
(B)(4). Results: evaluation results: medical review conclusion: staar's three-piece silicone iol (aq2010v) is designed not only for in-the-bag, but also for sulcus placement. In this case however, after sulcus placement, the surgeon could see it was not appropriate for the case, and replaced it with an anterior chamber lens instead. Claim #(B)(4).

Manufacturer narrative:
Concomitant medical products: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®).